Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture"), device dislocation ("migration") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine"). The patient was treated with surgery (had surgery to remove essure) and surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, fatigue, alopecia, tooth disorder and migraine outcome was unknown. The reporter considered alopecia, device breakage, device dislocation, fatigue, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure insertion date reported as (B)(6) 2013. Patient need for additional surgery diagnostic results: on (B)(6) 2013, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 18-oct-2018: summons received. Events- "device fracture, migration, fatigue, hair loss, dental problems, migraine", reporter added from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture/ coils did not result in whole intact pieces'), device dislocation ('migration') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine"). The patient was treated with surgery (had surgery to remove essure, laparoscopic bilateral salpingectomy with removal of essure device, laparoscopic right cornuectomy and nova sure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, fatigue, tooth disorder and migraine outcome was unknown and the alopecia was resolving. The reporter considered alopecia, device breakage, device dislocation, fatigue, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure insertion date reported as (B)(6) 2013 and removal date as (B)(6) 2018 patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed satisfactory placement of both essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Lot number: a90483 manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture/ coils did not result in whole intact pieces'), device dislocation ('migration') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine"). The patient was treated with surgery (had surgery to remove essure, laparoscopic bilateral salpingectomy with removal of essure device, laparoscopic right cornuectomy and nova sure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, fatigue, tooth disorder and migraine outcome was unknown and the alopecia was resolving. The reporter considered alopecia, device breakage, device dislocation, fatigue, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure insertion date reported as (B)(6) 2013 and removal date as (B)(6) 2018 patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed satisfactory placement of both essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture/ coils did not result in whole intact pieces'), device dislocation ('migration') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine") and tooth fracture ("tooth broke off"). The patient was treated with surgery (had surgery to remove essure, laparoscopic bilateral salpingectomy with removal of essure device, laparoscopic right cornuectomy and nova sure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, fatigue, tooth disorder, migraine and tooth fracture outcome was unknown and the alopecia was resolving. The reporter considered alopecia, device breakage, device dislocation, fatigue, genital haemorrhage, migraine, pelvic pain, tooth disorder and tooth fracture to be related to essure. The reporter commented: essure insertion date reported as (B)(6) 2013 and removal date as (B)(6) 2018. Patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed satisfactory placement of both essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes lot number: a90483 manufacturing date: 2013-01 expiration date: 2016-01. Concerning the injuries reported in this case, the following ones were reported via social media: tooth broke off. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information, event: tooth broke off added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture'), device dislocation ('migration') and genital haemorrhage ('excessive and abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, fatigue, tooth disorder and migraine outcome was unknown and the alopecia was resolving. The reporter considered alopecia, device breakage, device dislocation, fatigue, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure insertion date reported as (B)(6) 2013 patient need for additional surgery. Diagnostic results: on (B)(6) 2013, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on(B)(6) 2020: social media received: outcome of event hair loss was reported as recovering. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and abnormal bleeding"), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, fatigue, tooth disorder and migraine outcome was unknown and the alopecia was resolving. The reporter considered alopecia, device breakage, device dislocation, fatigue, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure insertion date reported as (B)(6) 2013 patient need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed satisfactory placement of both essure. Diagnostic results: on 20-dec-2013, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc on 16-apr-2020: mr received: reporters, patient date of birth were added. Fu 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.